Event description:
After iabp for one day, the iab leaked. Blood was noted in the catheter tubing. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications:none from the event - reported 08/15/97.) (Pt's current status: unk - rpt'd 08/15/97).